Manufacturer narrative:
Reported device (B)(6) indication for use. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that this was a venotomy closure of the left femoral vein using a prostyle after a procedure using an 8.5fr sheath. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviation contributed to the reported difficulty. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. Na.

Event description:
It was reported that this was a venotomy closure of the left femoral vein using a prostyle after a procedure using an 8.5fr sheath. Reportedly, when the plunger was removed, the sutures came out of the vessel. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.